Manufacturer narrative:
MFR ref (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was observed. The evaluation found the cause to be a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump had no/intermittent/low audio during therapy (medication, programmed amount and delivery rate unknown) in the step down unit. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.